Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The following information was requested, but unavailable: please describe the clip formation? Malformed, scissored or both? Was there bleeding? If so, how much?

Event description:
It was reported that during a cholecystectomy procedure, a stapler and a new first shot failed; where the first shot struck three staples incomplete and overlapping ends occlusion clamp. The surgeon had to remove the staples and staple again cystic artery using lt cartridge 300 with a reusable applied olympus. There was no damage to the patient because it was obvious defect ¿grape¿ and corrected. Unknown how case was completed. There were no adverse consequences for the patient.